Event description:
The customer contact reported charring. It was reported that prior to patient use, after the healthcare professional plugged the ac power cord into the ac power outlet, the device started to smoke. The device was removed from clinical service. There was no reported adverse effect to the healthcare professional. No medical interventions were required. During testing at the user facility, a charred spot was noted on the rear of the device case. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.